Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator pressure transducer test failed during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and both nozzle units were replaced and returned for investigation. It was noticed by visual inspection that one of the nozzles had a bent spring which it was impossible to investigate. Simulated test use of the returned other nozzle in a ventilator succeeded the pre-use check , it was not possible to reproduce any issue. However, during testing the nozzle unit in a gas module in the gas module¿s test system, it was noticed that there was spikes in the breathing curve. This failure was caused by a sticky membrane on the returned nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The cause for the membrane stickiness cannot be established.

Event description:
It was reported that the ventilator pressure transducer test failed during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).